Manufacturer narrative:
(B)(4)

Event description:
The customer questioned results for 4 patient samples tested for ca2 calcium gen.2 (ca2) or bun after a service visit on a cobas 8000 c 702 module. Based on the data provided, the ca2 results for 1 patient sample were discrepant. The initial ca2 result was 6.9 mg/dl. The repeat result on a different c702 module was 9.0 mg/dl. The result of 9.0 mg/dl was believed to be correct and was reported outside of the laboratory. The incorrect result was not reported outside of the laboratory. No adverse event occurred. The ca2 reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found that the gear pump pressure was too high. The fse adjusted the gear pump pressure within specification. The customer ran qc with acceptable results. The investigation determined that the gear pump issue found by the fse was the root cause of the event.

Manufacturer narrative:
The customer has not had any additional problems since the service visit.